Event description:
The customer reported via phone call that had high blood glucose. The customer blood glucose was 600 milligram per deciliter. Customer treated high blood glucose with syringes. Current blood glucose was unknown. The customer did not experience any symptoms such as a result of high blood glucose. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. No further patient complications were reported. Troubleshooting was performed and the customer will continue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.